Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had a fall and the catheter broke at the connector site. The patient experienced pain, underdose symptoms, less than 50% of therapy relief and "lots of fluid in the pocket". The break, disconnect was located at the proximal segment. A revision was done and that part of the catheter was replaced. Diagnostics included dye study, logs checked and x-rays. The patient was hospitalized. It was also noted that the patient was uncomfortable with the 40cc pump and wanted a smaller one so the pump was also replaced. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver morphine.